Manufacturer narrative:
A ge rep evaluated the system and found a blown fuse on the snubber board. Snubber board was replaced. System operates as intended.

Event description:
Customer reported the system is displaying a low ma error message and is not producing an image. No pt injury was reported.